Manufacturer narrative:
The manufacturer's preliminary investigation has confirmed that the inversion occurred during the use of cma and in the vertical axis only. A review of the mosaiq configuration has identified the table was not correctly configured. On the 26th may 2017 the characterisation of the system has since been updated by elekta. The table moves have been fully tested and the machine returned to clinical state following the updates.

Event description:
The customer reported that the table shift in the vertical direction was inverted (moved the opposite direction to that expected). Incident occured: (B)(6) 2017.